Event description:
It was reported that the patient presented to the emergency room with palpitations. Upon interrogation, it was noted that the right atrial lead had dislodged. The lead dislodgement was confirmed by x-ray. Programming changes were made, and the lead was subsequently explanted and replaced. There were no patient consequences.